Event description:
The patient has two leads (from the same lot) from off-label use. It was reported the patient had an infection at the lead site. The patient is also experiencing swelling and drainage. The infection is being treated with oral antibiotics. Allegedly, the physician does not think the infection is related to the scs system. The patient will undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.